Event description:
As reported : we were doing a t2 arthrodesis ankle nail surgery to revise a synthes device that failed, and did not hold the fusion. During the surgery the tip of the drill snapped and broke off when the drill bit missed the nail. We were not able to recover the drill bit piece that snapped off. The broken piece was left in the patient and not taken out. Procedure was completed successfully. There was an additional 4 minutes added to the procedure as a result of this break. There was no impact to the patient or use of any unanticipated medical procedures or treatments.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported : we were doing a t2 arthrodesis ankle nail surgery to revise a synthes device that failed, and did not hold the fusion. During the surgery the tip of the drill snapped and broke off when the drill bit missed the nail. We were not able to recover the drill bit piece that snapped off. The broken piece was left in the patient and not taken out. Procedure was completed successfully. There was an additional 4 minutes added to the procedure as a result of this break. There was no impact to the patient or use of any unanticipated medical procedures or treatments.